Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power up, humming sound, damaged monitor case) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination on the jtag table board, lcd200 component, and connector j502 on the computer/analog board. The root cause of the contaminated components is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to power up properly and was making a humming sound.